Event description:
During a cholecystectomy, the 10mm ligaclip failed to securely close the duct. The clip tips crossed instead of meeting. It was tried several times and failed each time. Another ligaclip was used. No harm to the patient.